Event description:
The healthcare professional reports that nmaf4218 lot# 9000789 implant was removed at (B)(6) 2024. The implantation date has not been provided. Observed during the event: mobility, pain. The device was forwarded to the manufacturer. No further patient complications were reported.

Manufacturer narrative:
An investigation has been completed, events recognizing that a definitive root cause cannot be identified due to a wide range of missing external factors (non-design or manufacturing related), including implantation date. The DHR was reviewed for lot # 9000789, and no evidence was discovered to indicate that a product defect or non-conformity contributed to the issue. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
UDI related data quality updates only.